Manufacturer narrative:
The perforator bit subject to this MDR was not returned to the manufacturer for evaluation. Lot number info was not provided to permit further investigation. The root cause is undetermined.

Event description:
It was reported that during a cranial procedure on an aneurysm, the perforator bit did not stop. It was also reported that there were no adverse consequences.